Event description:
It was reported that bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar contamination occurred. The following information was provided by the initial reporter: "customer reporting pitting, uneven fill, and bubbles on item 221291 lot 2250509 and contamination on item 221291, lot 2250051 - plate tsa ii sb// mac ii. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details "

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221291, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2250511 and batch 2250509 were satisfactory and no quality notifications were generated during manufacturing and inspection of either batch. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All physical attribute and bioburden testing performed on these batches were satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on either batch 2250511 or batch 2250509. Retention samples from batches 2250511 and 2250509 were not available for inspection. Returns were received for investigation. Eighteen plates from batch 2250511 were returned as one unopened sleeve (10 plates) and 8 loose plates in a ziplock bag and twenty plates from batch 2250509 were returned as two unopened sleeves shipped in a box. Plates were inspected and 9/18 plates from batch 2250511 had surface and subsurface bacterial growth on one or both media (time stamps 1004, 1005, 1013, 1015-1017, 1021, 0144). One affected plate from batch 2250511 was submitted to the ID lab and pseudomonas proteolytica identified. Plates from batch 2250509 were inspected and 14/20 plates had pits and bubbles on the tsa with 5% sheep blood medium (time stamp 0559). No uneven fill was observed in the returned plates from batch 2250509. Six photos also were received for investigation. Two photos each show the bottom of a plate from batch 2250509 (time stamp 0559) with bubbles visible in the tsa with 5% sb medium. Two photos each show the agar surface of an opened plate from batch 2250509 (time stamp 0559) with bubbles and/or pits in the tsa with 5% sb. One photo shows a stack of plates with bubbles visible in the agar. One photo shows a sleeve from batch 2250509. There are bubbles visible in the tsa with 5% medium of at least one plate. No uneven agar fill was observed in the photos of plates from batch 2250509. No plates from batch 2250511 were pictured. This complaint can be confirmed for pits and bubbles in batch 2250509. This complaint cannot be confirmed for uneven fill in batch 2250509. This complaint can be confirmed for contamination in batch 2250511. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar contamination occurred. The following information was provided by the initial reporter: "customer reporting pitting, uneven fill, and bubbles on item 221291 lot 2250509 and contamination on item 221291 lot 2250051 - plate tsa ii sb// mac ii. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details ".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) // macconkey ii agar contamination occurred. The following information was provided by the initial reporter: "customer reporting pitting, uneven fill, and bubbles on item 221291 lot 2250509 and contamination on item 221291 lot 2250051 - plate tsa ii sb// mac ii. Hazard, injury or erroneous results? No hazard, injury or erroneous results details "